Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported malfunction. However, the fse verified the alarm occurred in fault logs and also found several fault logs for "purge retries". In addition, the fse observed that the safety disk was expired and that the blood detect tubing was saturated with condensation. To resolve these issues, the fse replaced the expired safety disk and the blood detect tubing. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra- aortic balloon pump (iabp) alarmed "leak in iab circuit". No patient injury or adverse event was reported.